Event description:
After an implantation period of approximately 48 months a drop of sensing values on the rv lead was noted. The lead was explanted.

Manufacturer narrative:
In the returned state, the lead had been cut through 10.5 cm distal of the is-1 connector. Two lead parts were returned for analysis. The distal fragment was severely stretched in its length, which most likely happened during the explantation procedure. The is-1 connector was damaged. The connector pin was missing. The analysis found multiple signs of abrasion along the lead body. Especially in the distal area of the lead, the insulation was damaged due to fraying. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead. Interaction with another implant, such as a partner lead, should be considered. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. In addition, more extraction damage was detected during the analysis. The rope conductors showed severe coiling and had partially been pulled out of their lumens. These damages indicate tensile forces during the removal of the lead, which speaks for intergrowth in the implanted state. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.